Event description:
Subsequent to the initial report, the additional information was noted: the mildly elevated troponin of 0.039ng/ml was post-procedure, not pre-procedure as previously reported. This was not reported as an adverse event.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition); however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience sierra device referenced is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2019, a coronary percutaneous intervention was performed. The patient presented with mildly elevated troponin (0.039 ng/ml) and long or multiple coronary artery lesions. A 3.25x15mm and a 2.25x38mm xience sierra stent were implanted in the first right posterior lateral coronary artery. Regarding both stents, stent underexpansion was noted. A non-compliant balloon was used for post-dilatation. The post-procedure end flow was timi grade 3 with 0% diameter stenosis. No additional information was provided regarding this issue.